Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise that lead to pacing inhibition with less than two seconds of asystole. The patient also received an inappropriate shock due to the noise. Loss of capture and high out of range pacing impedance measurements were also observed for the rv lead. A fracture was suspected but was not able to be confirmed via x-ray or fluoroscopy. Subsequently a revision procedure was performed where the lead was surgically abandoned and a new rv lead was successfully implanted. The device remains implanted. No additional adverse patient effects were reported.